Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the physician could not aspirate the catheter. A dye study and rotor/roller study was done. The dye study was normal. There was no pocket fill and no problems with filling. The event resulted in prolonged hospitalization with dose increases and three ICU stays for administration of anesthesia to control tone prior to catheter revision. When the physician disconnected the catheter from the pump in surgery, there was fluid and tissue that had collected in the metal piece of the suture less connector. The physician thought the tissue was the problem for lack of delivery of lioresal. The patient had dystonia and the dystonia was uncontrollable. It was reported that the patient was in a state of status dystonicus according to the physician. The location of the issue was inside the catheter. This lead the physician to troubleshoot the issue and decided to change out the catheter. On 2014 (B)(6) the physician replaced the entire catheter. The patient's status at the time of report was "alive-no injury." It was reported on 2014 (B)(6), that the patient was receiving therapy since they got a new catheter and they were doing fine. The current dosing was 1400mcg/day, previous to the catheter being replaced it was at 1799mcg/day. The patient recovered without permanent impairment. There were no further issues.